Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an orthopedic procedure a portion of the tip on the ar-7200 fiberwire # 2 braided polyblend suture w/ tapered needle broke off inside the patient (approx. 2mm). The facility reported x-ray and c-arm confirmed the foreign subject to be in the patient's knee (not affecting the joint or ligaments). Additional information has been requested. Additional information received on 02/11/2020: the facility reported the procedure taking place was a primary patellar tendon repair. There was not an arthrex sales representative present during the case. The tip of the device broke off during the actual tendon repair. The knee was flushed, and a flat plate x-ray of the knee done and c-arm was used to locate the tip. After determining the location, no further attempt was made to retrieve the broken tip. The facility reported the surgeon does not plan to perform a second surgery. The complaint device (minus the un-retrieved broken tip) will be returning for evaluation.

Manufacturer narrative:
Complaint confirmed, the tip of the needle was found to be broken. A most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.